Event description:
It was reported that while in the coronary care unit the intra-aortic balloon (iab) was prepped and inserted sheathless via the pt's right femoral artery. After the iab was inserted the pump immediately alarmed helium loss. The iab was removed and another iab was not inserted because the md did not consider it necessary. There was no reported pt death or injury. Medical / surgery intervention was required and described as "double mitral valve." There was no reported delay in iabp therapy. Pt complications were not reported and the pt outcome is listed as fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.